Event description:
Multisystem organ failure. This patient, was grafted with epicel cea in 2002. A total of 144 epicel cea grafts were applied. Pt expired due to multisystem organ failure in 2002. No further details were provided. No further information is anticipated. Manufacturer's comment: batch records for this patient were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this patient. Sterility tests samples collected pre-relase and final product release were negative for growth.